Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the navigation system became unresponsive. It was reported that the monitor lost display functionality and had no messages nor indicators of functionality. A hard restart of the navigation system restored functionality. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.